Event description:
Post ecp procedure, patient's urine was noted to be dark pink - previously clear in color. No evidence of hemoglobinuria but not hematuria in urinalysis results. Post-procedure cbc also did not demonstrate significant drop in hemoglobin/hematocrit or evidence of hemolysis. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: ecp.